Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknwon.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during dwell 3. It was unknown if the homepatient (hp) disconnected from the hc at any point during therapy or reconnected. It was unknown if there were any leaks or loose connections or a separation. The technical service representative (tsr) was able to help the hp clear the alarm and advised the hp to contact his nurse. No patient injury or medical intervention was indicated at the time of the initial report.